Event description:
It was reported that the pump screen was dark and would not turn on. The customer's blood glucose level reached 531 mg/dl due to the issue, which is above the normal range. Technical support instructed the customer to perform a check and advised plugging the pump into a power source, which successfully resolved the screen issue. The customer had not taken additional steps to address the high blood glucose level during the initial report.